Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
The manufacturer representative (rep) reported being notified of a revision but did not have any details about the patient, event date or reason for the revision. The rep later reported that the replacement was due to the patient not receiving adequate coverage with the current stimulation. The replacement occurred (B)(6) 2016. The hospital disposed of the products. Indication for use included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.